Event description:
During routine testing of the device at the service ctr, the service tech reported that the 12 volt main battery failed the mfg test. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4) - battery issue. Eval in progress, but not yet concluded.